Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, using a bom 7mm extended length endoscope, they looked at the video monitor screen, the image was blurry and did not seem to be working properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of blood and clinical use were not observed. There was damage to the distal lens observed in the visual inspection. The distal lens was cracked. An image quality inspection was not possible due to the severity of the damage to the lens. A clear image was unable to be obtained. Based on the results of the evaluation, the reported complaint for "image resolution poor" was confirmed.

Event description:
The hospital reported that before an endoscopic vein harvesting procedure, using a bom 7mm extended length endoscope, they looked at the video monitor screen, the image was blurry and did not seem to be working properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.